Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) reported that the issue was determined to be on the customer side and not related to the system. The tss confirmed that the concern was associated with bio medical services and not a device issue, and based on this confirmation, the request for case cancellation was accepted. The tss then proceeded with closing the case.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the refrigerator alarmed, and the current temperature was 10°c. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.